Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of reported balloon catheter 2af284, lot number 47419 showed the device was intact with no apparent issues. The balloon catheter passed the performance test and electrical integrity as per specification, and the impedance was also within specification. Additionally, the pressure test did not show any leaks. However, the dissection/pressure test showed a guide wire lumen kink inside the balloon at 1.1 inches from the tip. In conclusion, the reported balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.